Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy because one lead had high impedance and the other migrated. As a result, the physician replaced both leads to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.